Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, the float valve in the soluset did not close when the soluset emptied. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number.